Event description:
Irn# (B)(4). Incident occurred in south africa: when the surgeon was ready to use the anchor system (1284-70-11s), the balloon was faulty and did not inflate properly.

Manufacturer narrative:
Irn# (B)(4). Incident occurred in south africa: this incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.